Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There was dried fluid within the cassette compartment. There were particulates around the catch post area and within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A post- accelerated stress test (ast) simulated treatment was initiated and completed without failures. The cycler underwent and passed a system air leak test, valve actuation test, and a patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found dried fluid in between of the pump assembly and display assembly. There were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump during internal inspection. A clogged hp1, hp2 filters are a related failure to the reported m31 air detected in cassette warning. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak within the cycler's cassette compartment on the black pumps when removing the cassette from the cycler at the end of pd treatment. The patient reported receiving m31 air detected in cassette alarms five times during fill 1 of 4. It is unknown at which point in therapy the leak may have begun. The source of the leak is unknown. The patient was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis registered nurse (pdrn). A new cycler was issued to the customer and the reported cycler was scheduled to be picked up and returned for physical evaluation. The patient was advised to retain the cycler set so it can be scheduled for pickup during a follow up call. It was reported that an alternate treatment option was available. There was no adverse event, symptom, nor medical intervention reported during the initial call. Follow up information was received from the pdrn. It was reported the patient was unable to complete treatment on the date of the event. There was no adverse event, serious injury, nor required medical intervention attributed to the event. The replacement cycler was received and the reported cycler was returned to the manufacturer for physical evaluation. It was indicated the reported cycler set was unavailable since it had been returned, however, it was not reported how the sample was returned. Additional information was requested.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak within the cycler's cassette compartment on the black pumps when removing the cassette from the cycler at the end of pd treatment. The patient reported receiving m31 air detected in cassette alarms five times during fill 1 of 4. It is unknown at which point in therapy the leak may have begun. The source of the leak is unknown. The patient was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis registered nurse (pdrn). A new cycler was issued to the customer and the reported cycler was scheduled to be picked up and returned for physical evaluation. The patient was advised to retain the cycler set so it can be scheduled for pickup during a follow up call. It was reported that an alternate treatment option was available. There was no adverse event, symptom, nor medical intervention reported during the initial call. Follow up information was received from the pdrn. It was reported the patient was unable to complete treatment on the date of the event. There was no adverse event, serious injury, nor required medical intervention attributed to the event. The replacement cycler was received and the reported cycler was returned to the manufacturer for physical evaluation. It was indicated the reported cycler set was unavailable since it had been returned, however, it was not reported how the sample was returned. Additional information was requested.